Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the 3 foley catheter balloons were reported to be leaking and self-displacing from the patient in an intensive care unit (ICU). One foley balloon leaked immediately upon inflating balloon after insertion, and the other two foleys were found in patient beds after the balloon was deflated and the customer concerned of balloon issue.

Event description:
It was reported that the 3 foley catheter balloons were reported to be leaking and self-displacing from the patient in an intensive care unit (ICU). One foley balloon leaked immediately upon inflating balloon after insertion, and the other two foleys were found in patient beds after the balloon was deflated and the customer concerned of balloon issue.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "imperfection in balloon due to process". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cc can result in asymmetrically inflated balloon. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck. Foley catheter removal. 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.